Event description:
It was reported that on (B)(6) 2026, a patient presented with grade 4 degenerative mitral regurgitation (mr), small diminutive leaflet, thin leaflet, calcified annulus and chordal rupture for a mitraclip procedure. During the procedure, mitraclip ntw was stuck in the chord on the posterior leaflet. Troubleshooting was performed but was unable to free the clip. Both the leaflets were grasped to the best of the ability and the clip was deployed. It was decided to place second clip lateral to the first clip but was unable to grasp the leaflets. Imaging was difficult. Clip was removed from the patient. All steps were performed as per IFU. The final mr was grade 4. There were no adverse patient effects or clinically significant delays reported.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.